Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6) healthcare (B)(4) (B)(6) healthcare - dominican republic ,(B)(6) dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an homechoice cassette; further described as ¿multiple air gaps in the patient line and that the largest gap was at least two inches¿. This occurred during initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. Renal therapy services (rts) assisted the caregiver (cg) with ending the therapy session and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.